Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 275cc, catalog number: 3501640, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation on the left side. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary:the device was visually inspected and a crease was found on the anterior view. Within the crease, a tear measuring approximately 0.2 cm was observed.the evaluation determined that the rupture is consistent with a crease fold rupture.these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date.it is possible the deflation was caused by the stress occasioned to the shell by the mammogram, the crease present on shell could have contributed to be easier the rupture.the second product received (product code 3501640 and lot number 6468369) is a concomitant device, therefore no further analysis is required.breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, the replacement devices were identified as saline mentor smooth round moderate profile 250cc, catalog number 3501635, serial number (B)(4) (l) and serial number (B)(4) (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 10/23/2019 indicated the rupture occurred during a mammogram procedure. Manufacturer¿s reference number: (B)(4).